Event description:
It was reported that the device was leaking water. This did not occur during a surgical procedure. There was no pt involvement or adverse consequence related to this event.

Manufacturer narrative:
The device was evaluated and the alleged complaint could not be duplicated. The handpiece was serviced and returned to the customer. The instructions for use, which is supplied with the handpiece, cautions the user to not immerse a handpiece, attachment or battery pack in liquid. Moisture may enter the equipment, cause corrosion, and damage the electrical and/or mechanical components.